Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had a full white screen and was beeping. The insulin pump was not with him because the customer was at school. Troubleshooting was not performed. The customer's blood glucose level was unknown. The device was not returned for analysis.